Manufacturer narrative:
A dental crown was received and upon inspection during of the investigation, it was identified a fractured piece of the zireal post stuck inside the crown. The fractured condition was confirmed. Remaining parts of the icap454 and the screw were not returned. The lot number was not provided; therefore, the risk management files could not be reviewed. A definite cause could not be determined as the product has been obsoleted, no additional actions are required.

Manufacturer narrative:
Product not returned to manufacturer instead received a dental crown.

Event description:
The dentist reported that per patient the zirconia abutment fractured on the weekend. Patient presented to the dental office with dental crown in hand.this is an inherited case so lot number and exact date of placement are unknown, but it was placed around (B)(6) 2007. Abutment to be replaced in the near future.